Event description:
The pt received the scs system on (B)(6) 2011. It was reported that during the permanent implant procedure, a wet tap occurred after the epidural needle was inserted at t12-l1. A blood patch was done, and the procedure went on as planned. An epiducer was used on the pt but not at the level where the wet tap had occurred. The pt did not report any symptoms or complications. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.